Manufacturer narrative:
Hamilton medical ag case number is: cer 136025.

Event description:
The following was reported to hamilton medical ag: the device can't be turned on. Defective power supply. No patient involvement.